Event description:
It was reported by the aci distributor that a patient underwent a coronary procedure on (B)(6) 2013. Following the procedure, the deployer selected the myxngrip vascular closure device 5f to close the access site. It was reported that the balloon leaked. The distributor noted that no further information is available.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 2.5mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon. The review of the lhr (lot f1220102) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.